Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6, h10 and concomitant product. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. Subarachnoid hemorrhage is a known complication associated with both the use of the embovac device and the emboguard device and is mentioned in the instructions for use (IFU) as such for both devices. Per the principal investigator¿s assessment, the adverse event of ¿subarachnoid hemorrhage¿ was possibly related to the use of the study device and the primary surgical procedure. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # : (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00460 and 3008114965-2023-00461.

Event description:
As reported via the excellent study (cnv_2017_02), a 58-year-old male (subject 01282-026) with a history of atrial fibrillation, congestive heart failure, diabetes, and actively smoking presented with a witnessed stroke on 25-may-2023. The patient was presented to the treating hospital on the same day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score was 18 and an mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an ic 71, 132 cm, ce, asp. Ind (ic71132ca/ 30927534) device for occlusion at the m1 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in an mtici score of 3 with clot retrieval in the aspirate. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.050 axs microcatheter and an emboguard balloon guide catheter were also used. There were no reported intraoperative study device deficiencies. On the same day as the procedure, the patient experienced a subarachnoid hemorrhage. The principal investigator (pi) assessed this event as mild, not serious, and possibly related to the study device and primary surgical procedure. This event was not treated. The patient recovered and the event was resolved on (B)(6) 2023. The patient¿s 24-hour post-procedure nihss score was 10. The patient was discharged to another hospital on(B)(6) 2023 with an nihss score of 8 and an mrs score of 4. Additional information was received on 19-jun-2023. Summary of relevant information provided: the question ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated to ¿n/a (does not meet above criteria).¿